Event description:
End user called to complain that the device does not test the calibration. This was confirmed by phone troubleshooting. The device was replaced and the defective one returned for investigation.

Manufacturer narrative:
None